Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient had a tha. Subsequently, approximately one month after implantation the patient underwent a revision during which the surgeon irrigated/debrided for possible infection and then implanted the new devices. Head, sleeve adapter and liner revised.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: cer bioloxd option hd 40mm catalog #: 650-1058 lot #: 2982814, medical product: g7 hi-wall e1 liner 40mm f catalog #: 010000942 lot #: 6544646, medical product: unknown stem catalog #: not reported lot #: not reported , medical product: unknown shell catalog #: not reported lot #: not reported. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00833. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported patient had a tha. Subsequently, approximately one month after implantation the patient underwent a revision during which the surgeon irrigated/debrided for possible infection and then implanted the new devices. Head, sleeve adapter and liner revised. There is no additional information available.